Event description:
Stryker suction irrigator. It consists of a large battery that powers the hand piece that contains a suction (red) button and an irrigation (blue) button. The red suction button got stuck pressed down, which sent it into overdrive. The hand piece began to get extremely hot and the battery got very loud and sounded like it was in a turbo setting. It continued to get extremely hot and louder.